Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "defective arm drape disk section". The drape was installed onto an in-house system and was found to have failed engagement on arm 3 multiple times. The sterile adapter failed to engage with the systems patient side manipulator (psm). The sterile adapter plate was removed and inspected. No visible damage was found on the sterile adapter plate.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side manipulator (psm) arm drape disk section was defective. The customer reported event has no report of patient injury.

Manufacturer narrative:
Initial failure analysis was confirmed by failure analysis engineer. The drape has a sterile adapter exhibiting an engagement failure. The drape's sterile adapters were installed on the in-house system, and it was found that one of the sterile adapters repeatedly failed engagement after three attempts. While watching the sterile adapter from the instrument side during the engagement sequence, it was found that the input disk associated with automated identification management (aim) degree-of-freedom (dof) 2 would over rotate past the hard stop when rotating in the clockwise direction at the end of the engagement sequence. The input disk was removed from the sterile adapter, and it was found that the hard stop tab exhibited damage. While there did not appear to be missing material, the hard stop tab appeared to exhibit material deformation that led to the face of the tab to have a rounded corner and edge. The material deformation appears to be a potential cause for the engagement failure as the damaged hard stop tab on the input disk could cause the interaction between the input disk hard stop and the plate hard stop to not behave as expected. Since the damage is localized in an area that a user does not typically interact with directly, it appears that the damage could have occurred during supplier manufacturing.

Event description:
Refer to h11 for follow-up information.